Manufacturer narrative:
The investigation has been reopened due to receiving part and lot number. Depuy will notify the FDA when the investigation is complete.

Event description:
Litigation alleges the patient suffers from pain, soreness, difficulty ambulating and high metal ion levels in his blood.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The devices associated with this report were not returned. A search of the complaint database found no additional related reports for the lot code 2107751. A search of the complaint database finds additional reported incidents against lot code 2105514 since its release for distribution; however, a review of the device history records did not reveal any related manufacturing anomalies. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
The device associated with this report was not returned. A search of the complaint database and/or DHR review was not possible as the product and lot code required was not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
Litigation alleges the patient suffers from pain, soreness, difficulty ambulating and high metal ion levels in his blood. Update: (B)(6) 2013 - pfs was received from legal, medical records were received from legal, and part/lot information was identified by invoice search. Records are available for further review.

Event description:
Update sep 11, 2017: legal medical records received. After review of the medical records for MDR reportability, revision notes reported small amount of normal-appearing joint fluid, cup was somewhat retroverted, and leg length discrepancy. It was also reported that the serum ion levels are below 7ppb. This complaint was updated on oct 5, 2017.

Manufacturer narrative:
(B)(4). Investigation summary ==> no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update ad 13 apr 2018: ppf, pfs and medical records received. Plaintiff fact sheet and plaintiff profile form alleges pain, injury, difficulty in walking, metallosis and elevated metal ions. After the review of medical records, there is no new information that will change the MDR reportability. Metal ion levels were below 7 ppb. Doi: (B)(6) 2006; dor: (B)(6) 2014; right hip.